Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); cause was not known. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, a manual insulin injection was used to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer continued to use the pump and supplies for insulin delivery.